Event description:
Customer reported he was experiencing high blood glucose ever morning. The device does not alarm or alert. Customer declined troubleshooting. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.